Manufacturer narrative:
Concomitant medical products: product ID: 6944-65, product type: lead, implanted: (B)(6)2013; product ID: 5554-53, product type: lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received a shock that was thought to be inappropriate as the rhythm was thought to be atrial arrhythmia with rapid ventricular response but the device detected it as ventricular fibrillation. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.